Event description:
During product evaluation by a baxter service technician an ipump pain management system was found to have a loose and unglued right support. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and serviced by a service technician. "This is an ancillary service event opened during investigation of (B)(4)." The root cause of the loose and unglued right support is unknown. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. If any additional information is received, a follow up MDR will be sent.